Manufacturer narrative:
Additional evaluation of the device was performed. There is severe damage to leaflet 3 near commissure 1, resembling a cut through the leaflet thickness. The damage morphology is consistent with being cut by a sharp, possibly toothed or serrated, instrument. This cut is likely the ¿¿ leaflet tear ...¿ referred to in the report by the medical team. However, the damage morphology does not resemble a tear, which would have an irregular, fibrous, rough surface. The leaflet damage present as-received at edwards would not have passed the edwards inspections. Based on this information, the leaflet cut was created some time after the inspection by the medical team. Functional testing was performed in a pulse duplicator and in a steady backflow leakage tester under simulated normal physiological conditions. There does not appear to be a leakage path present at the leaflet cut in the fully closed position. The redundant coaptation in this area appears to be sufficiently extensive that the leaflets still seal under normal physiological pressure, even in the presence of the cut. The total regurgitant fraction (trf) of the valve as-received was 9.9% (1.1% closing, 8.8% leakage); which is lower than the 10% allowed for a valve this size per iso 5840-2:2015. The results from in vitro testing may be different from those obtained in vivo due to differences in hemodynamic and environmental conditions. Based on the returned product and the provided information, the leaflet cut (reported as a tear) most likely occurred during use/handling after initial customer inspection.

Manufacturer narrative:
The device was received and is pending evaluation. Attempts to retrieve additional information is in process. A supplemental MDR will be submitted upon completion of evaluation or if additional information is received. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration that may ultimately result in significant regurgitation requiring replacement of the valve. Leaflet tears resulting from manufacturing/packaging nonconformances also have the potential to result in valvular dysfunction if not detected prior to implant. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification a 19mm was explanted at implant from aortic position due to leaflet tear leading to regurgitation. As reported, the leaflet tear was observed on tee after valve implantation and the valve was immediately replaced with no injury or adverse event for the patient. Reportedly, the valve was inspected by the medical team before implantation and no issues were observed on the leaflets. As per medical opinion, the leaflet could not be punched accidentally during procedure. A another 19mm aortic valve was implanted in replacement with no issue. The patient was doing well after procedure.

Manufacturer narrative:
H3 device evaluation: customer report of leaflet tear was confirmed through observed cut leaflet. Report of regurgitation could not be confirmed through visual observations. As received, leaflet 3 had a 2mm cut near commissure 1. Edges of cut were straight and even. X-ray demonstrated wireform intact. Suture holes were visible around the sewing ring. Wireform was exposed on commissure 3. No other visible inconsistencies were observed on valve. H10. Additional manufacturer narrative: the device was returned to edwards for evaluation. Customer report of leaflet tear was confirmed through observed cut leaflet. Additional evaluation is in process. A supplemental MDR will be submitted if additional information is received. At this time the cause of the event cannot be determined.